Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 20mm amplatzer amulet occluder was successfully implanted in a patient. It was noted post-procedure that the patient became hypotensive while sitting up. The patient's systolic blood pressure was between 60-70 mmhg. An electrocardiogram was performed and the patient was administered a 500ml intravenous bolus of unknown medication. The patient's systolic blood pressure increased to 90-100 mmhg. A post-procedure echocardiogram revealed a trace pericardial effusion. It was noted later the same day, that the patient had a near syncopal episode and again had a decreased systolic blood pressure of 90-100 mmhg. The decision was made to administered the patient another bolus infusion. A second echocardiogram was performed and revealed that the patient's pericardial effusion had increased in size. On (B)(6) 2023, the decision was made to perform a pericardiocentesis and 500ml of hemorrhagic fluid was drained. The patient also had a pericardial drain sutured in place. On (B)(6) 2023, the patient developed an onset of atrial fibrillation with rapid ventricular response and heart above 100 beats per minute. The patient was started on a titrated, continuous infusion of amiodarone. The patient later converted back to a normal sinus rhythm and had the pericardial drain removed and infusion stopped. The patient was given a regimen of oral amiodarone. The patent was hospitalized due to these events.

Manufacturer narrative:
An event of circumferential pericardial effusion that led to cardiac tamponade, hypotension and onset of atrial fibrillation with rapid ventricular response was reported. Information from the field indicated that there was no difficulty implanting the 20 mm amplatzer amulet occluder. The occluder was never completely retracted into the delivery system. Field indicated that a decision was made to perform a pericardiocentesis and that the patient also had a pericardial drain sutured in place. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 20mm amplatzer amulet occluder was successfully implanted in a patient. It was noted post-procedure that the patient became hypotensive while sitting up. The patient's systolic blood pressure was between 60-70 mmhg. An electrocardiogram was performed and the patient was administered a 500ml intravenous bolus of unknown medication. The patient's systolic blood pressure increased to 90-100 mmhg. A post-procedure echocardiogram revealed a trace pericardial effusion. It was noted later the same day, that the patient had a near syncopal episode and again had a decreased systolic blood pressure of 90-100 mmhg. The decision was made to administered the patient another bolus infusion. A second echocardiogram was performed and revealed that the patient's pericardial effusion had increased in size. On (B)(6) 2023, the decision was made to perform a pericardiocentesis and 500ml of hemorrhagic fluid was drained. The patient also had a pericardial drain sutured in place. On (B)(6) 2023, the patient developed an onset of atrial fibrillation with rapid ventricular response and heart above 100 beats per minute. The patient was started on a titrated, continuous infusion of amiodarone. The patient later converted back to a normal sinus rhythm and had the pericardial drain removed and infusion stopped. The patient was given a regimen of oral amiodarone. The patent was hospitalized due to these events. Subsequent to the previously filed report, additional information was received that during the procedure, the 20mm amplatzer amulet occluder was never completely retracted into the delivery system. There was no difficulty implanting the 20mm amplatzer amulet occluder. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the procedure reported. The patient's pericardial effusion was circumferential and led to cardiac tamponade. The patient's pericardial effusion is believe to have been caused by the 20mm amplatzer amulet occluder. The patient's hypotension is due to pericardial tamponade. The cause of the patient's onset of atrial fibrillation is unknown. There is no allegation of malfunction against the abbott device or procedure.